Event description:
According to the reporter, the device is displaying a flashing service wrench indicator and displaying "call service" in the lcd display. There was no report that a pt use occurred during the reported incident.

Manufacturer narrative:
The reporter would not provide further details and declined an offer of service from physio-control.